Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon used the hand piece less than 5 times. When the hand piece was used again, the jaws would not release the tissue, it was clamped down on. The surgeon had to force jaws opened to release the tissue. No further information available.